Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable did not fit properly into the usb port of the pump which made it difficult to charge the pump. Blood glucose was 170 mg/dl. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved with a replacement usb cable; however, no additional information could be obtained.